Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lumbar pain') in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced back pain (seriousness criterion medically significant), neck pain ("cervical pain"), tendonitis ("tendinitis"), presyncope ("vasovagal episode"), thyroid mass ("thyroid nodules"), raynaud's phenomenon ("raynaud's"), gastrooesophageal reflux disease ("gastrooesophageal reflux"), autoimmune disorder ("autoimmune disease"), alopecia ("hair loss"), loss of libido ("loss of libido"), loose tooth ("dental loosening"), migraine ("migraines"), asthenia ("asthenia") and depression ("depressive syndrome"). Essure treatment was not changed. At the time of the report, the back pain, neck pain, tendonitis, presyncope, thyroid mass, raynaud's phenomenon, gastrooesophageal reflux disease, autoimmune disorder, alopecia, loss of libido, loose tooth, migraine, asthenia and depression had not resolved. The reporter provided no causality assessment for alopecia, asthenia, autoimmune disorder, back pain, depression, gastrooesophageal reflux disease, loose tooth, loss of libido, migraine, neck pain, presyncope, raynaud's phenomenon, tendonitis and thyroid mass with essure. The reporter commented: period of occurrence of the events from 2014 to 2021. On sick leave since (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lumbar pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6), the patient experienced back pain (seriousness criterion medically significant), neck pain ("cervical pain"), tendonitis ("tendinitis"), presyncope ("vasovagal episode"), thyroid mass ("thyroid nodules"), raynaud's phenomenon ("raynaud's"), gastrooesophageal reflux disease ("gastrooesophageal reflux"), autoimmune disorder ("autoimmune disease"), alopecia ("hair loss"), loss of libido ("loss of libido"), loose tooth ("dental loosening"), migraine ("migraines"), asthenia ("asthenia") and depression ("depressive syndrome"). Essure treatment was not changed. At the time of the report, the back pain, neck pain, tendonitis, presyncope, thyroid mass, raynaud's phenomenon, gastrooesophageal reflux disease, autoimmune disorder, alopecia, loss of libido, loose tooth, migraine, asthenia and depression had not resolved. The reporter provided no causality assessment for alopecia, asthenia, autoimmune disorder, back pain, depression, gastrooesophageal reflux disease, loose tooth, loss of libido, migraine, neck pain, presyncope, raynaud's phenomenon, tendonitis and thyroid mass with essure. The reporter commented: period of occurrence of the events from (B)(6) to (B)(6). On sick leave since (B)(6)2020. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.